Event description:
The nurse was using 3cc syringe and blunt fill needle to withdraw solumedrol from the vial. The nurse noticed a piece of the orange rubber stopper in the syringe barrel sitting on the black tip of the plunger. Finding was immediately reported. Packaging for the syringe and blunt fill needle were discarded but vial of medication was retained. The patient did not receive this dose. Another vial was pulled from the omnicell and inspected for particles before administering to patient. There was no known injury to the patient.